Event description:
According to the reporter, during use, the device sensor provided a pulse rate reading of 250 and when being used on another monitor with the same type of sensor was connected on the finger for a few minutes with the same patient had a pulse reading of 131. The sensor was swapped with a new one and it worked fine. Walked through different scenarios and was not able to duplicate the issue when connected to the sensors and monitor. The customer could not reproduce the issue and obtained a normal pulse rate reading of 70. There was no patient injury.

Manufacturer narrative:
Additional information: e3, g3, h3, h6. Correction: b5 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Image evaluation noted erratic readings. It was reported that the device sensor provided a pulse rate reading of 250 and when being used on another monitor with the same type of sensor was connected on the finger for a few minutes with the same patient had a pulse reading of 131. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the device sensor provided a pulse rate reading of 250 and when being used on another monitor with the same type of sensor was connected with the same patient had a pulse reading of 131. The sensor was swapped with a new one and it worked fine. Walked through different scenarios and was not able to duplicate the issue when connected to the sensors and monitor. The customer could not reproduce the issue and obtained a normal pulse rate reading of 70. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.